Event description:
At conclusion of stereotactic breast biopsy, the marker was deployed. Resistance was encountered upon attempt to remove/withdraw the apparatus. The apparatus was then twisted and the physician was subsequently able to remove the apparatus from the breast after this action. Routine post procedure mammogram indicated the presence of a foreign body superior/lateral to the biopsy site. The foreign body was removed with ultrasound guidance. The foreign body was the orange tip of marker deployment apparatus.